Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - synthes zipfix catalog#: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an open reduction and internal fixation of the right 9th rib approximately two months ago in conjunction with a hernia repair. Subsequently, during follow-up imaging approximately one month ago, it was found that the plate fractured. Additionally, the patient developed further unknown complications requiring the placement of a wound vac. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that a wound vac was placed due to fluid buildup.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.